Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21/-31 with 510k/PMA/bla number k170317.

Event description:
The customer reported a false positive alinity I total b-hcg result generated on the alinity I processing module for a 44-year-old female patient. The following data was provided: on (B)(6) 2026, sid (B)(6): hcg result = 44.08 miu/ml (positive result and was released). On (B)(6)2026, the patient questioned the result, and a new sample was drawn and tested with sid (B)(6) generating a hcg result of < 2.3 miu/ml (negative). On (B)(6) 2026 the customer calibrated the total b-hcg reagent, which showed slightly low rlu values on points a and b compared to the previous calibration. On (B)(6) 2026, control level 1 generated a high value of 4.77 miu/ml (expected mean of 3.98 miu/ml and expected range 2.78-5.77 miu/ml), which was still within range. On (B)(6) 2026, the alinity I total b-hcg reagent was recalibrated using a new calibrator; points a and b showed an rlu reading more in line with history. The controls run after that recalibration were aligned with the expected mean. There was no impact to patient management reported.